Manufacturer narrative:
(B)(4). Eval: results: root cause of the event cannot be determined. Failure to deliver the stent and stent deformation.

Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor spring rapid exchange (rx) into a pt. The target lesion, located in the lad diagonal, exhibited 90% stenosis and was pre dilated. Communication from the field confirmed that resistance was encountered when the stent was loaded onto the guide wire and that force was required to remove the device. It was also reported that the stent caught on the edge of the stent balloon. The pt is reported to be fine and no clinical sequelae were reported.